Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a right unruptured cavernous (cav) aneurysm measuring 20mm x 8mm. During the pipeline deployment, it was reported that the proximal section did not fully expand as it was observed to be flattened. The pipeline was removed from the patient with a micro snare. No injury was reported with the patient as a result of the procedure.